Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reaction to morphine was exacerbated by the lifevest. The patient described the itchy and almost blistered. There was no alleged device malfunction. The patient's physician advised the patient to remove the device. The patient reported the irritation as improved and continued to wear the lifevest.